Event description:
Event description cpi received information that during a routine follow-up appointment the implantable cardioverter defibrillator (ICD) exhibited a warning message indicating a possible device malfunction. A print out of the parameters registered ??? For the tachy mode and duration. The ICD was reset to one zone only. No tones could be obtained with a magnet application.